Event description:
The customer contacted baxter's service center for troubleshooting assistance of a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The home patient (hp) stated that when the hc alarmed check heater line they ended therapy and started over with a new cassette. The technical service representative (tsr) informed the hp when starting over with new supplies that all of the supplies need to be changed out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed: the patient reused the supplies. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.